Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to u2 xena ic anomaly. The device was tested on the bench and normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) inappropriately switched to backup mode. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout the procedure.